Manufacturer narrative:
An event regarding setting time involving simplex with tobramycin bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. -medical records received and evaluation: not performed because this event is in relation to the setting time of the bone cement. Setting time relates to the preparation of the bone cement and as such is not patient related. -device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: complaint history review confirmed that there has been no other event for the reported lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. It is noted that the cement was stored next to a window and would have been exposed to the heat of the sun. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
During cementing (whilst undertaking a cpcs hemiarthroplasty) the antibiotic simplex cement set inconsistently. They were inserting the stem at 8 mins but at 8 mins the cement was soft at the top but completely set at the base and therefore the stem could not be pushed all the way down. The healthcare professional then had to remove the implement and cement, cement plug etc. This prolonged the surgery and femur fractured further down during removal of cement. Required wiring and long stem implantation - thus had to call in long stems asap. The original procedure was not completed successfully, had to implement new procedure due to fractured femur. Complaint unaware of exact time of surgical delay but believe it to be significant.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
During cementing (whilst undertaking a cpcs hemiarthroplasty) the antibiotic simplex cement set inconsistently. They were inserting the stem at 8 mins but at 8 mins the cement was soft at the top but completely set at the base and therefore the stem could not be pushed all the way down. The healthcare professional then had to remove the implement and cement, cement plug etc. This prolonged the surgery and femur fractured further down during removal of cement. Required wiring and long stem implantation - thus had to call in long stems asap. The original procedure was not completed successfully, had to implement new procedure due to fractured femur. Complaint unaware of exact time of surgical delay but believe it to be significant.